Event description:
It was reported that the arctic sun device did not warm up. Per review of wo on 19aug2023, there was no patient involvement. Per follow up review of wo on 01sep2023, replaced heater. The device heats up slow and stops at around 29 when targeting 30. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed and it was noted that the heater was faulty. The heater was replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not warm up. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up review of wo on 01sep2023, replaced heater. The device heats up slow and stops at around 29 when targeting 30. There was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.